Manufacturer narrative:
Other, other text: h3: one picture of a cadd extension set was received and reviewed. The picture showed a filter with a leakage. From the picture received, the reported issue was confirmed. One cadd extension set was received in used condition without its original packaging inside a plastic bag. The sample was visually inspected at a distance of 12" to 18" under normal conditions of illumination in order to verify that parts are free of cuts or damages that could cause leakages. No discrepancies were detected. A syringe was used to infuse water into the extension tube. A leak was detected in the vent filter. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was able to be confirmed. The leakage was potentially caused by silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process by the customer.

Event description:
It was reported the device was found to leak at the filter area. No adverse effects reported.